Event description:
It was reported that the external pulse generator was dropped and the lower/rear case damaged. The generator was returned for service. It was analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the battery release was contaminated, the side bail covers and side bails were missing, the ring bail cover was broken, the ring bail was missing, the lead flex cover was corroded, the battery contacts were compressed, the battery drawer was broken and the keyboard was scratched. (B)(4).